Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tubes, an unspecified number of tubes partially filled during venipuncture collections. Specimen recollection occurred and no further health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tubes, an unspecified number of tubes partially filled during venipuncture collections. Specimen recollection occurred and no further health impact or consequences were reported.